Event description:
It was reported that customer¿s pump repeatedly displayed cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, but error 42 reappeared, so technical support arranged pump replacement under warranty, confirmed shipping details, and customer received replacement pump and was informed to use it as backup therapy, with no additional outcome information provided.